Event description:
Do to recurrent dislocation the dr. (B)(6) revised the hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The reported event involves revision due to recurrent dislocations. The exact cause of the event could not be determined because further information is needed to determine the root cause.

Event description:
Do to recurrent dislocation the dr. (B)(6) revised the hip.